Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that nexiva 22 ga x 1 in single port was missing clamp. This occurred on 2 occasions. The following information was provided by the initial reporter: it was reported that catheter is moving clamp extensions.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the photographs submitted for evaluation. Bd received two photos. During the visual examination, it was observed that the units were missing the clamp. The reported issue was confirmed. A missing clamp can occur during the manufacturing process. There is an automated vision system in place that inspects the products during manufacturing. Preventative maintenance is regularly performed to mitigate the risk from this type of defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that nexiva 22 ga x 1 in single port was missing clamp. This occurred on 2 occasions. The following information was provided by the initial reporter: it was reported that catheter is moving clamp extensions.